Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# unknown: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient noticed a significant worsening of their tremors on the right side of their body for approximately four weeks. This is accompanied by a sensation of electrical or tension in their left chest and neck. When turning the implantable neurostimulator (ins) on and off, the sensation is also significantly different than before. The patient was switched from an activa pc to percept pc in (B)(6) 2025. A few weeks later they reported feeling mechanical tension on the extension when turning their head. 2 weeks ago the patient was in the clinic and the impedance measurements were unremarkable. Despite mechanical manipulation of components there were no abnormal impedances. A change in stimulation did not result in relevant improvement. At today's appointment normal impedances were again measured. When the patient turned their head far to the right they had a feeling of tension. The subsequent impedance measurement with the head turned far to the right showed impedances >40k ohms on pole 1 in the left hemisphere, while all other contacts were normal. As soon as the head was pointed forward again all impedances were normal. The high impedances could be reproduced several times when turning the head.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extension will be replaced (B)(6) 2025. The extension will be returned.

Event description:
It was reported that the extension revision surgery took place on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# unknown implanted: explanted: product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708660 serial# (b6 product type extension. UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient noticed a significant worsening of their tremors on the right side of their body for approximately four weeks. This is accompanied by a sensation of electrical or tension in their left chest and neck. When turning the implantable neurostimulator (ins) on and off, the sensation is also significantly different than before. The patient was switched from an activa pc to percept pc in (B)(6) 2025. A few weeks later they reported feeling mechanical tension on the extension when turning their head. 2 weeks ago the patient was in the clinic and the impedance measurements were unremarkable. Despite mechanical manipulation of components there were no abnormal impedances. A change in stimulation did not result in relevant improvement. At today's appointment normal impedances were again measured. When the patient turned their head far to the right they had a feeling of tension. The subsequent impedance measurement with the head turned far to the right showed impedances >40k ohms on pole 1 in the left hemisphere, while all other contacts were normal. As soon as the head was pointed forward again all impedances were normal. The high impedances could be reproduced several times when turning the head. The extension would be replaced soon but the issue wasn't resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.